Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported that the patient was using a borrowed cgm system. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is intended for single patient use and requires a prescription.